Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the therapy cable pins were blackened and that pads ECG waveform was intermittent. There was no report of negative pt impact.